Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3008452825-2019-00595. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. As transseptal access was being obtained the needle and sheath perforated the heart. The patient remained in stable condition, but the procedure was cancelled and a pericardiocentesis was performed. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.